Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
It was reported to philips that the device does not display the parameters on the screen. The device was not in clinical use at the time of the event. This issue was found during set up for use on a patient. There was no delay to therapy reported and no patient or user harm. Another v60 was used for treatment for the patient and there was no delay to patient care. A philips field service engineer (fse) provided additional assistance to the biomed onsite. There were no error codes in the event log and the reported issue was unable to duplicated. The v60 was connected to a test lung for about hour and a half, and the reported failure wasn¿t replicated. The fse asked the customer to perform some battery performance tests and there were no issues found. Performance verifications tests were performed and the device successfully passed all testing. The device was returned to service with no replacement parts required.